Event description:
A physician reported that the cutting was normal at the beginning, but later it was found that the aspiration efficiency was getting slower during the vitrectomy procedure. After turning off the cutting and observing the flow rate, it was found that the cutting efficiency of the probe was low. The procedure was completed on same day, by replacing the product with new one. There was no information provided about patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).